Event description:
It was reported that heartmate system monitor had blank white screen when turned on. The monitor was turned off and on several times using the switch in the back to reboot the monitor which did not solve the problem.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate system monitor (serial number: (B)(6) having a blank white screen was confirmed during evaluation of the returned unit. During testing at the service depot, the reported event was reproduced, and the screen was found to be blank when powered on. The unit was then opened, and all connections to the main printed circuit board (pcb) were disconnected and reconnected. The system monitor was then powered back on, and the correct picture was displayed. However, it was noted that the touchscreen was not working correctly. The main pcb was determined to be the root cause of the issue, and this part was replaced. A full functional checkout was then performed, and the repaired unit was found to perform as intended. The exchanged main pcb forwarded to product performance engineering for further evaluation. During this testing, it was found that the touchscreen was again not working correctly, and the monitor would not respond to user input. The issue was traced to the pcb¿s memory card; following replacement of this component, the main pcb was then found to perform as intended. The root cause of the reported event was determined to be damage to the memory card of the main pcb. The cause of this damage cannot be conclusively determined. The device history records were reviewed, and the records revealed that the heartmate system monitor, serial number vsm-006780, was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate iii instructions for use (IFU) (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Heartmate power module IFU (rev. B) section 9.0, entitled ¿routine maintenance¿, instructed users to regularly inspect the equipment for damage, including the system monitor, and to obtain replacements if necessary. Heartmate 3 IFU (rev. C) explains the operation of the system monitor, including the information displayed on the various system monitor screens. Heartmate power module IFU (rev. B) section 2.5, entitled ¿setting up the system monitor for use with the power module¿, and the heartmate 3 IFU (rev. C) section 4, entitled ¿system monitor¿, instructs the user on how to setup and use the system monitor with the heartmate power module. This section also explains how to properly handle the monitor to prevent damage. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.